Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
It was reported: there was no device alarm / alert as intended. The device was not in use on a patient at the time of event, there was no patient involvement.

Manufacturer narrative:
Upon investigation it was determined that this complaint is no longer a reportable event with philips. Issues involving the user/device interface would be detectable to the user during attempts to interact with the user/device interface. If the issue impacted the ability of the user to interact with the device an alternate means of monitoring would be implemented. This complaint has been evaluated and has been determined to be not reportable.